Event description:
Pt called lfs in 2/2004 alleging the meter would only prompt a clean test area message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The pt called to physician for advice, no treatment was given. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.